Event description:
MRI unit was evaluated by manufacturer and fse of contract company as within specifications on (B)(6) 2014. On (B)(6) 2014 a lumbar spine scan was being performed early am. After initial scout images, t1 sagittal and t1 axial scan were performed the subject felt normal warming of the body part being scanned. T2 sagittal and stir sagittal sequences performed. T2 axial imaging started and in mid-scan subject asked for the scan to be terminated following a feeling reassembling a "taser" being used on the lower right lumbar area. Overheating of the skin and pain was felt along with erythema and an area of 2.4cm x 1.1cm diagnosed to be 2nd degree burn of partial thickness. Examination terminated, radiologist notified. Subject evaluated and found to indeed have a 2nd degree burn that was not present before the MRI examination. Notice of injury reported to facility.